Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No. Lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Event description:
Additional information received - the facility reported the date of the last visit was (B)(6) 2013. The date the ocular condition occurred was (B)(6) 2012 and the cause was dry eye. The duration of the condition was 1 1/2 months. Lipiflow was given to increase lipid production. The patient's post-op visual acuity was 20/15 uncorrected.

Manufacturer narrative:
(B)(4) - dry eye. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported that she was experiencing subjective visual disturbances ("scratchy, ghosting, halos/glare") following icl implantation in 2012. According to the three dcrs received to date the patient prognosis was good and the most likely cause of the reported event was dry eye syndrome and therefore not device related in origin. The patient was prescribed/treated with restasis and lipiflow in order to increase the natural ability to produce tears and healthy tear film. Icl remains implanted and uncorrected visual acuity was 20/15 at the last follow-up (10/14/2013). It should be noted that dry eye develops when the eye is unable to maintain a healthy coating of tears and could be caused by various factors either patient (hormonal changes, autoimmune disorder, smoking) or environment related (wind, air conditioning, heat). All reported symptoms could be persistent and last for long time. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was dry eye. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported glare/ halos, blurry vision and a scratchy sensation. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.